Event description:
A peritoneal dialysis (pd) patient stated when treatment was complete on step 9 and as the cassette was removed from the cycler, fluid was found leaking from the cassette into the cassette door. The patient let the cycler sit with the cassette door open for the day to allow the cycler to dry. The machine did not alarm or message when the fluid leak was discovered. The patient knew how to perform manuals. The patient did not report any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event during the initial report. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient stated when treatment was complete on step 9 and as the cassette was removed from the cycler, fluid was found leaking from the cassette into the cassette door. The patient let the cycler sit with the cassette door open for the day to allow the cycler to dry. The machine did not alarm or message when the fluid leak was discovered. The patient knew how to perform manuals. The patient did not report any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event during the initial report. Additional information was requested but was not received to date.